Manufacturer narrative:
Additional data: b5: the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, -12.50/+1.5/086 (sphere/cylinder/axis). The cause of the event was unknown. H6 - work order search: no similar complaint was reported for units within the same lot. Corrected data: d2: common device name: phakic toric intraocular lens, qcb. Claim # (B)(4).

Manufacturer narrative:
Corrected data: b5: the reporter indicated the surgeon implanted an icl implantable collamer lens, into the patient's right eye (od). At one week post-op, there was a report of low vaulting. The patient is asymptomatic and is happy with vision. The lens remained implanted. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens, into the patients right eye (od). At one week post-op, there was a report of narrow angles. The lens remained implanted. Additional information has been requested but none has been forthcoming.